Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack on both sides of the battery compartment. The customer stated that the damage might have occurred when the device was run into a doorknob. The customer's blood glucose was 63 mg/dl, which was treated with orange juice and glucerna. The customer attributed the low blood glucose to not having had a snack the day prior to the phone call. The customer also stated that they had experienced high blood glucose levels due to stress. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.